Manufacturer narrative:
Service was performed on 08 jul 2020 for autopulse platform (sn (B)(6)). After replacing intergrated encoder gearbox, top cover, front enclosure, bottom enclosure and battery lock, , the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error.

Manufacturer narrative:
As part of routine service during testing, the autopulse platform (sn (B)(4)) was evaluated. Upon initial functional testing, the platform displayed a user advisory (ua) 27 (drive shaft turning too fast during compression) error message. The ua 27 error message was due to a defective integrated encoder gearbox due to wear and tear. Additional issues were observed during visual inspection were damaged top and bottom covers, battery lock and grip strips. The autopulse platform is a reusable device and was manufactured on 27 sep 2008 and has exceeded its service life of 5 years old. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Upon customer approval, the replacement of the top cover, bottom cover, battery lock, grip strip and integrated encoder gearbox will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse serial number (B)(4).

Event description:
The autopulse platform was returned to zoll for investigation. Upon investigation during initial power up, the platform displayed a user advisory (ua) 27 (drive shaft turning too fast during compression) error message.